Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not charge properly. Reportedly, the usb port felt loose. The customer¿s blood glucose level was 273 (mg/dl). The customer confirmed that alternate insulin therapy was available.